Event description:
It was reported that a patient had a sudden loss of therapeutic effect, the cause of the issue was determined, and it was possibly from the patient falling on the area of implant. Symptoms included less than 50 percent therapy relief at the lead location. Diagnostic testing or troubleshooting included impedance testing. The patient was put on a different program after impedance was done by office staff on (B)(6) 2015. It sounded like several electrode pairs had impedance measurements of greater than 4000 ohms. The patient was continuing to trial a new program and it was too soon to tell if the patient was receiving effective therapy. A surgical revision of the lead was planned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0dm9m, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).